Event description:
The pt was treated with bellafill in an off-label treatment in the lower face ("marionette lines") after informed consent was obtained including discussion of the off-label use planned. The pt who is a licensed medical professional signed a written consent for the procedure and indicated understanding of the discussion. She was skin tested per FDA protocol for bellafill using the bellafill test kit and post testing she did not evidence any allergic response to the test product. Both the product and the test kits had been maintained as per suneva and FDA recommendations. The pt had no known history of allergy to collagen, beef or lidocaine. The injection session occurred after the four week waiting period recommended post bellafill skin test. The pt is healthy and there were no known contraindications to injection at the time of the injection. Approx ten mins after completing injection of 1.7 ml of bellafill (pmma filler and collagen) in the marionette lines of the lower face with a sterile derm cannula the pt developed a sudden onset massive angioedema which eventually involved the entire lower half of her face. There were no injections into the lip and there was no evidence of vascular compromise or hematoma at the time of injection or at any time after injection. Eighty mg of im kenalog was administered at that time and the pt was placed on benadryl po with a 50mg initial dose followed by 25mg to 50 mg eery four to six hrs for two weeks. She was also prescribed a medrol dose pack. The pt has no history of urticaria or angioedema. I contacted the medical division at suneva on the following day they had no add'l treatment recommendations. The pt was contacted daily and seen several times in clinic over the next week. Swelling resolved with the prescribed treatment in approx a week after the above described intervention and has not recurred to date. The pt and I noted and documented via text and with photographs that swelling would improve notably with administration of po benadryl but if the pt missed a dose of benadryl the angioedema would recur to baseline or worsen. I would also like to report that suneva was obstructive in my efforts to file an "adverse event" report (over the two month period when I attempted to do this with their company) and their pharmaceutical rep at that time, (B)(6), told me that "it was not necessary to file a report." Suneva has made no effort to investigate the adverse event on their own volition.